Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited varying thresholds. A merlin.net transmission confirmed the lead was operating at high output. The patient experienced palpitations. The device was reprogrammed. The patient was in good condition and would be monitored.